Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump was dropped in the toilet and the screen began flickering. The customer's blood glucose was 197 mg/dl. No moisture was visible in the insulin pump. The customer has not noticed more or frequent alarms and a button error alarm was not present in the history at or around the time the insulin pump was exposed to moisture. The customer was assisted in performing a self-test, which the insulin pump passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.